Manufacturer narrative:
(B)(6).

Event description:
It was reported that the micro catheter was fractured. A renegade hi-flo fathom system was selected for use in the liver. During procedure, the micro catheter was fractured when delivered into the patient's body. The device was removed. The procedure was completed using a different device. No patient complications were reported and the patient was stable.

Event description:
It was reported that the micro catheter was fractured. A renegade hi-flo fathom system was selected for use in the liver. During procedure, the micro catheter was fractured when delivered into the patient's body. The device was removed. The procedure was completed using a different device. No patient complications were reported and the patient was stable. Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was fractured in 1 location. The location of the fracture was 68.4cm from the hub. The shaft was not completely separated the inner liner was still connected. There was buckling on the device that is consistent with interference with another device, as being inserted into the introducer sheath. The fracture that was noticed is consistent with sheath interference. Pushing, pulling and torqueing the device could cause the damage that was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the micro catheter was fractured. A renegade hi-flo fathom system was selected for use in the liver. During procedure, the micro catheter was fractured when delivered into the patient's body. The device was removed. The procedure was completed using a different device. No patient complications were reported and the patient was stable. Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was fractured in 1 location. The location of the fracture was 68.4cm from the hub. The shaft was not completely separated the inner liner was still connected. There was buckling on the device that is consistent with interference with another device, as being inserted into the introducer sheath. The fracture that was noticed is consistent with sheath interference. Pushing, pulling and torqueing the device could cause the damage that was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.